Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device could not be interrogated and the device had no magnet response. Follow up indicated that the device had reached elective replacement indicator 2-3 years earlier. The device remains implanted. No patient complications have been reported as a result of this event.